Manufacturer narrative:
A review of complaints for this sku over the last 3 years show no other reports citing urinary tract bleeding. The device history records could not be reviewed since the lot number was not provided. The affected catheter and others from that same box from the customer will not be returned. The root cause of the reported bleeding is not known.

Event description:
It was reported that an end user experienced a urinary tract bleed after using 2 different skus of hollister's vapro hydrophilic catheter. This report is for one of the 2 skus. The bleeding lasted 2 weeks. He saw several medical professionals to diagnose the source of the bleeding but they were unable to identify the source. No treatment was reported to stop the bleeding. No blood replacement products were needed. The catheter worked as intended to effectively drain the urine from the end user's bladder.